Event description:
A male pt contacted lifecor customer support to report that one of the battery packs will not charge more than halfway. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack would not charge when received. The cause of the battery not charging was due to a broken white wire. The white wire connects the cells to the board. The root cause of the broken wire was an improperly glued connector. The wire was replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.